Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the stopcock on the extracorporeal membrane oxygenation (ECMO) circuit broke apart. The patient remained intubated after undergoing a left congenital diaphragmatic hernia repair and was sedated while on venoarterial ECMO, which maintained the target flow rates. There were no acute events.